Manufacturer narrative:
Date inaccurate, only the month and year are valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient used a tens unit on their shoulder area and they had sudden back pain. No further complications reported.